Event description:
It was reported that the patient's generator was unable to be interrogated. It was reported that the patient was seen to have the device checked after suffering a fall where the patient hit her chest area. It was reported that the patient would return the next week to have the generator checked. It was later reported that the patient was seen again and the generator was again unable to be interrogated with a known good programming wand. Troubleshooting was performed with the programming wand and it was confirmed that the battery was good when tested. The physician confirmed that the generator was palpable in the patient's chest and the handheld was not plugged into the wall while trying to interrogate the patient's generator. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the patient had generator replacement on (B)(6) 2015. The explant hospital does not return explanted products back to the device manufacturer for analysis per hospital policy. Therefore, analysis is unable to be performed.

Event description:
Programming history was provided to perform a battery life calculation which showed 0 years remaining until eri = yes.

Event description:
The programming wand was returned to the manufacturer for analysis. The as-received programming wand had a dislodged strain-relief grommet (rendering the strain-relief function ineffective) on the serial data cable. Analysis confirmed the integrity of the serial data cable continuity was not compromised by the dislodged strain-relief grommet. Internal visual inspection found the j1/p1 connector intact. It is unknown why the grommet became dislodged from its intended location. The battery was not returned; consequently, an analysis of the battery condition could not be performed. The wand¿s performance is directly impacted by the battery¿s condition. Successful completion of electrical testing demonstrated current consumption rates which are within specification, thereby eliminating any possibility of a condition where a battery might be prematurely depleted by the wand circuitry. Continuity testing of the battery cable passed. Although there was a visual anomaly with the strain relief grommet, the programming wand performed according to functional specifications after a known good bench battery was installed. Further follow-up revealed that the psychiatrist was still could not communicate with the vns patient¿s device despite using a new handheld. The psychiatrist had been unable to communicate with the patient¿s device for over a year. The patient had a fall on her left side in (B)(6) 2014 and developed a contusion at her generator site.